Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced. It was noted that the patient was put in a life vest. No further information.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the device was originally explanted for infection. The patient had been treated with daptomycin for six weeks and put on medication due to a left lower lobe septic embolus. The patient was finished with antibiotic therapy when given the life vest. There is no allegation the infection was related to the device. The device was explanted and replaced with a new device at a placement away from the original site. The infection wound was cleaned up and the patient was transported to the recovery room in stable condition.